Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2016.

Event description:
It was reported that within a couple weeks of implant, the right atrial (ra) lead was found to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.